Event description:
It was reported that the burr was suck on the guidewire. The target lesion was located in the proximal right coronary artery. A 1.50mm rotapro and rotawire drive were selected for use. While advancing to the lesion in dynaglide mode, the guidewire bounced when it was inserted near the curve of the tip of the guide catheter, possibly causing the rotawire to kink. The burr became stuck with the guidewire and could no longer move back and forth. The burr and wire were removed as a single unit and the procedure was completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.

Manufacturer narrative:
Investigation results: device analysis findings: returned product consisted of a rotapro atherectomy system with a related rotawire within the device. Inspection of the device did not identify any damages or defects. Product analysis confirmed the reported event, as wire insertion testing failed due to kinks to the returned rotawire which caused resistance during removal. When tested with a test rotawire, the wire was able to be inserted into the burr, exited the advancer, and was able to be removed with no resistance or issue. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to another device. Based on the reported information and device analysis, it was considered likely that the reported event occurred due to factors encountered during the procedure, such as the damage to the returned rotawire.

Event description:
It was reported that the burr was suck on the guidewire. The target lesion was located in the proximal right coronary artery. A 1.50mm rotapro and rotawire drive were selected for use. While advancing to the lesion in dynaglide mode, the guidewire bounced when it was inserted near the curve of the tip of the guide catheter, possibly causing the rotawire to kink. The burr became stuck with the guidewire and could no longer move back and forth. The burr and wire were removed as a single unit and the procedure was completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.